Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one crosser iq catheter device loaded with an unknown brand guidewire into the guidewire lumen. Upon visual evaluation, it was noted an unknown brand gw was loaded within the device extending out of the guidewire port but not through the distal tip. Marker band was present, but peeling was noted over it. Distal tip was present and intact. No anomalies noted to the handle. Upon functional evaluation, the returned unknown brand guidewire was pulled through gw port, slight resistance at the beginning followed by smooth retraction was noted. No kinks were noted to the returned gw. The gw lumen was flushed and bloody water exited from the distal tip. An attempt was made to insert the returned guidewire through distal tip and upon reaching the gw port it would not exit. It was noted that the guidewire did not enter the gw lumen when it was inserted through the distal tip. An attempt was made via the other end of the outer catheter through the gw port, but the wire was met with high resistance at the distal tip when attempting to exit. Under microscopic examination, dried blood was noted within the catheter all along its length and at the distal end. Another attempt was made with an in-house gw but was met with the same outcome at not exiting through the distal tip. The gw was retracted, and no other functional testing was performed. Therefore, the investigation is confirmed for the reported guidewire incompatibility as the guidewire did not enter the guidewire lumen when inserting through the distal tip and also felt a high resistance while inserting the gw through hub to exit the distal tip. Also, the investigation is confirmed for the identified peeling as the peeling was noted over the marker band. A definitive root cause for the reported device-device incompatibility and identified peeled could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat left sfa chronic calcified occlusion. During the procedure, it was reported that the guidewire allegedly would not advance and stopped at the 2 mm metal tip of the crosser iq catheter. The procedure was completed using another device. There was no reported patient injury.